Event description:
It was reported the customer noticed insulin outside of the cartridge. Customer is unsure of where the leak is coming from. No reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).